Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with cracked case on display window corners, cracked reservoir tube lip, and cracked battery tube threads.